Event description:
Customer reported receiving an alarm 2 followed by an alarm 26 due to an occlusion issue with their insulin delivery system. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, technical support advised the customer on steps to check and alleviate the blockage, which was identified in the cartridge. The customer followed these instructions, changed the necessary supplies, and resumed insulin therapy.